Manufacturer narrative:
Additional info: concomitants from fi: qty 2 non-bd valves and qty 1 non-bd extension set the customer report that the male luer broke off in a non bd connector was confirmed. Received were the following used samples- 1)non-bd valve with an observed broken off male luer end tip lodged within; and 2)non-bd valve connected to a non-bd extension set with also an observed broken off male luer end tip lodged within the valve. The observed broken off luer tips were reported to be from set model 2426-0007; however no complete set model 2426-0007's were received for investigation. No testing was deemed necessary due to the obvious state of the received samples. Further inspection of the broken luer tip areas under magnification observed whitish colored stress markings on each side of the broken luer tips. This is evidence of excess force being applied. No other obvious damages or any issues were observed with the received samples. The root cause of the observed breakages were not identified.

Event description:
It was reported that during a normal saline infusion, the male luer broke off into a non bd connector. The set was in use for 22 hrs. When the event occurred. The customer stated that there was no harm to the patient. The event occurred on a medical/surgical floor.

Manufacturer narrative:
Concomitant medical products: received one used non bd microclave attached with one used broken piece of 2426-0007 male luer. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient demographics requested however not provided.

Event description:
It was reported that during a normal saline infusion, the male luer broke off into a non bd connector. The set was in use for 22 hrs. When the event occurred. The customer stated that there was no harm to the patient. The event occurred on a med/surg floor.